Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a customer complaint where it was indicated that after lowering the resident from chair to bed, using the portable ceiling lift maxi sky 440, the carabiner clip popped off the reacher bar causing the lift to detached from the reacher and fell down on the resident's stomach. No injury occurred. The reacher bar used in this incident was not an arjohuntleigh product.

Manufacturer narrative:
When reviewing similar reportable events registered in the last five (5) years (since jan 2012 up to jan 2017) for maxi sky 440 and similar ceiling lifts, we have found only one case connected with unauthorized forms of using the device as this seems to be the most applicable to investigation findings. The patient was moved laterally before the portable ceiling lift fell. This means the carabiner was installed in a way which should allow the weight to be supported for a certain period of time before the fall of the ceiling lift. Based on the collected information, photographic evidence and findings made during the inspection of the involved it was found out that the reacher (that link the ceiling lift and the track) was not recognized as arjohuntleigh products. This clearly represents unauthorized usage of the ceiling lift and track system. It needs to be emphasized that another components that link the ceiling lift and the track (carabiner, trolley) were in accordance to the arjohuntleigh specification. Using non approved, non arjohuntleigh component may have caused that the carabiner was not installed on the reacher correctly and as a consequence clip popped off the reacher causing the ceiling lift to detach from trolley and fall on the resident's stomach. The following contents of the instructions for use (001.16000.33) as supplied with the device, clearly states that solely arjohuntleigh components/ accessories are intended to be used with our devices: "warning: arjohuntleigh strongly advises and warns that only parts designated by arjohuntleigh should be used on products and other devices supplied by (B)(4). Injuries can be caused by the use of inadequate parts". "Warning: unauthorized changes on any arjohuntleigh product may affect its safety. Arjohuntleigh will not be held responsible for any accidents, incidents or deficiencies of performance that occur as a result of any unauthorized changes to its products". What is more, there is certain obligation for the caregiver to perform actions to ensure that the product remains within its original manufacturing specification. "Actions before every use: the daily maintenance is carried out before using the lift paying special attention to the following elements: inspect strap for wear, discoloration or loose threads". The issue at hand is in line with unapproved modification of the device, therefore user error could not have been ruled out. Our investigation shows that if the IFU safety warnings are followed, it will not lead to any patient or caregiver risk. The device was out of the manufacturer's specification at the moment of event. It was being used for patient care at the time of the event - and in that way contributed to the event.